Manufacturer narrative:
The customer reported complaint for the thermogard displaying error message tcmid: 09 (ce temp error) was confirmed during event log review and initial functional testing. The air trap sensor block was replaced to remedy the fault. The system has passed all the final testing. During visual inspection, oily fluids were noted on and inside the air trap block. A review of the event log was performed and multiple error message tcmid: 09 were noted around the reported event date. The thermogard failed the initial functional testing due to error message tcmid: 09 displayed immediately after the unit was powered on. The air trap circuit board was found to have corrosive and defective contacts due to oily fluids contamination. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4) for same error message tcmid: 09.

Event description:
As reported, during patient use, the thermogard ivtm system (sn: (B)(4)) was constantly displaying error message tcmid: 09 (ce temp error). Another thermogard was used to continue the treatment. The patient was able to complete the treatment successfully. No patient consequences were reported.